Event description:
On (B)(6) 2005, an invance sling was implanted. It was reported that the patient experienced increased incontinence compared to baseline after the sling implant. On (B)(6) 2012, the patient had an additional incontinence device implanted.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.